Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Ten (10) devices were received for evaluation; ten (10) events were confirmed during testing. Eight (8) devices were found to have a damaged component with a piece missing upon disassembly. Two (2) devices were found to have missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was disassembled or missing pieces. There was no patient involvement; no patient impact.